Event description:
Hill-rom received a report from a hill-rom technician stating the brakes would not hold. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the right foot brake caster not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the caster to resolve the issue. Based on this info, no further action is required.